Event description:
The pt reportedly experienced sudden loss of lock between the implanted device and the external equipment. Testing revealed that the device is not functioning. Revision surgery has been scheduled.